Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was experiencing high blood glucose levels (356 mg/dl), and ketones. Customer received correction boluses through a syringe, and increased his basal rates and ratios to stabilize his blood glucose levels.